Manufacturer narrative:
H.9 continued: additional correction removal numbers:z-1346-2022;z-1348-2022;z-1350-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on (B)(6) 2017 using coolmini applicator,to bilateral upper arms on (B)(6) 2017 using legacy coolfit applicator,to the bilateral lower abdomen on (B)(6) 2017 with a legacy coolmax applicator to the submental area on (B)(6) 2017 using coolmini applicator, to the bilateral back bra roll on (B)(6) 2017 using cooladvantage applicator coolcurve+contour and to the bilateral upper arms on (B)(6) 2017 using cooladvantage applicator coolfit contour who developed paradoxical hyperplasia to the lower abdomen diagnosed on (B)(6) 2017 and submental, bilateral upper arms, and bilateral back/bra roll areas,lower abdomen who developed paradoxical hyperplasia diagnosed on unknown date in (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on 20-feb-2017 using coolmini applicator,to bilateral upper arms on 02-mar-2017 using legacy coolfit applicator,to the bilateral lower abdomen on 20-apr-2017 with a legacy coolmax applicator to the submental area on 29-jul-2017 using coolmini applicator, to the bilateral back bra roll on 26-sep-2017 using cooladvantage applicator coolcurve+contour and to the bilateral upper arms on 26-sep-2017 using cooladvantage applicator coolfit contour who developed paradoxical hyperplasia to the lower abdomen diagnosed on 14-nov-2017 and submental, bilateral upper arms, a nd bilateral back/bra roll areas, lower abdomen who developed paradoxical hyperplasia diagnosed on unknown date in apr-2018.

Manufacturer narrative:
New h.9 correction removal numbers can be considered to replace previously reported numbers. Previous report contained additional numbers that did not apply to this case.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to submental area on (B)(6) 2017 using coolmini applicator,to bilateral upper arms on (B)(6) 2017 using legacy coolfit applicator,to the bilateral lower abdomen on (B)(6) 2017 with a legacy coolmax applicator to the submental area on (B)(6) 2017 using coolmini applicator, to the bilateral back bra roll on (B)(6) 2017 using cooladvantage applicator coolcurve+contour and to the bilateral upper arms on (B)(6) 2017 using cooladvantage applicator coolfit contour who developed paradoxical hyperplasia to the lower abdomen diagnosed on (B)(6) 2017 and submental, bilateral upper arms, and bilateral back/bra roll areas, lower abdomen who developed paradoxical hyperplasia diagnosed on unknown date in (B)(6) 2018.

Manufacturer narrative:
Corrected data d1 - brand name.